Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. Customer changed infusion set and cartridge and resumed insulin. Tandem customer technical support informed customer that the cartridge is indicated for use with the mobi pump for 3 days. Customer understood and acknowledged. Ultimately, the customer reverted to an alternate method of insulin therapy.